Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecific number of bd insyte¿ autoguard¿ IV catheter experienced catheter splitting. The following information was provided by the initial reporter: the customer below would like to file a product complaint for the bd insyte autoguard 22ga x 1.00in for 24 each lot. They are split on the end and will not push off the end of the needle without problem.